Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator (ins) was overdischarged due to patient compliance. The patient was uninterested in diagnostics. The ins was explanted and in possession of the hospital. It was confirmed by the representative that the hospital was notified that product return was requested. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the stimulator battery had reduced capacity due to the overdischarge. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6) 2017 and the battery was charged to 4.035 volts. On (B)(6) 2018 the battery had depleted to the "lock/sleep" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. The device experienced one over discharge. (B)(4). Product ID: 97791, serial# unknown, product type: accessory; product ID: 977a160, serial# (B)(4), product type: lead; product ID: 977a160, serial# (B)(4), product type: lead; product ID: 97791, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 97791 lot# serial# unknown, product type accessory product ID 977a160 lot# serial# (B)(4) product type lead product ID 977a160 lot# serial# (B)(4) product type lead product ID 97791 lot# serial# unknown product type accessory. A supplemental report will be submitted when analysis results are available. If information is provided in the future, a supplemental report will be issued.